Event description:
During routine clinic visit, device interrogation showed nsln episode for t wave oversensing. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.